Event description:
It was reported that on (B)(6) 2022 a 4mm amplatzer septal occluder was implanted in the patient. It was noted that it had deformed while in the patient, so it was removed and replaced with another 4mm amplatzer septal occluder. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformation was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.correction: b5

Event description:
It was reported that on(B)(6)2022, a 4mm amplatzer septal occluder was chosen for implant using a mullins sheath. During procedure, the device deployed as a cobra head deformation, so it was removed and replaced with another 4mm amplatzer septal occluder. There were no reported adverse patient effects. The patient status was reported as stable. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.